Manufacturer narrative:
Evaluation: device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. The device flag files showed that the monitor was intermittently abnormally shutting down. The cause of the monitor resets was a flash memory failure (components u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor monitor sn (B)(4) to report that the monitor was resetting.